Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the sensor was giving inaccurate readings. She stated that she had spent over an hour troubleshooting for the transmitter and that it still did not work properly. She stated that she had gone through 6 months of sensors in 4 months. Customer declined further troubleshooting. The blood glucose reading was 179 mg/dl. Nothing further was reported.